Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spi nal pain. It was reported that the patient was having trouble finding the ins to put the ins recharger (insr) antenna against it. They stated this started happening ¿shortly after it was put in¿ in 2016. They stated they do not feel the ins like they used to but stated they cannot tell if it moved or not. They stated they had falls since implant, a couple falls in 2017 and 2018. A replacement insr antenna was sent and the patient was advised to follow-up with a healthcare professional (hcp) if this did not resolve the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the difficulty finding the stimulator was a broken wire at the end of the antenna. The patient stated that replacing the antenna somewhat resolved the difficulty finding the stimulator. The patient stated that they still have trouble finding the stimulator. Patient weight was updated.